Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "in the neuro-traumatology resuscitation unit, the patient was found with the distal side of the catheter sectioned/seperated". It was reported the user knotted the catheter, aspirated the air present in the catheter, and then removed it. There was no consequence for the patient.

Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc for evaluation. Signs of use were observed on the catheter body and inside the extension lines. The catheter body was intentionally severed. Visual inspection of the catheter revealed the distal extension line separated from its luer hub. Pieces of the extension line molding were still visible inside the luer hub. The extension line separation point was observed to be rough and jagged. The catheter body length from the juncture hub to the severed end measured 2mm which is not within the specifications of 157-177mm per catheter product drawing. This indicates that at least 155mm of the catheter were severed and not returned for analysis. The distal extension line outer diameter measured 2.165mm which is within the specifications of 2.13-2.21mm per distal extension line extrusion product drawing. The distal extension line inner diameter measured 1.448mm, which is within the specifications of 1.42-1.50mm per distal extension line extrusion product drawing. This indicates that the wall thickness measured within specifications. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The medial and proximal lumens were flushed using a water-filled lab inventory syringe. The lumens flushed as expected. A manual tug test confirmed the medial and proximal extension lines were fully secured within their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure.". The report of an extension line/luer hub separation was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the distal luer hub. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The CAPA investigation indicated the root cause of this issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported that: "in the neuro-traumatology resuscitation unit, the patient was found with the distal side of the catheter sectioned/separated". It was reported the user knotted the catheter, aspirated the air present in the catheter, and then removed it. There was no consequence for the patient.